Event description:
Patient states that the pre-contoured clavicle plate has caused a shift of alignment of all the bone, muscle and joints on the left side of his body. He also has issues with his scapulothoracic joint. He believes these issues have been caused because the geometric angle of the plate differs from the geometric angle of his clavicle. He has experienced pain, deformity and bowing of his left clavicle.